Event description:
It was reported that there were several non sustained tachycardia and t-wave oversensing (twos) episodes on the right ventricular (rv) lead. It was also noted there were small r-waves. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.